Manufacturer narrative:
Investigation summary: bd japan received seven (7) samples and attached four (4) photos for investigation. The samples and photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. A band of ink was observed on the lower part of the tubes. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm based on returned samples and photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 10 bd vacutainer® sst¿ ii advance plus blood collection tubes had black foreign matter on them. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about fm (dirt) on tubes. According to the customer's report, black dirt was adhering to tubes."